Event description:
It was reported that the ventricular lead exhibited low impedance, high impedance and multiple noise reversion episodes. No intervention or patient symptoms were reported.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
New information on (B)(6) 2015 indicated the lead exhibited unacceptable capture thresholds. The lead was capped during a routine generator change on (B)(6) 2015. The patients condition post procedure was stable.